Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicates that the pt used the pump intermittently until (B)(6) 2008. The pt reported 'no prime' warnings prior to hospitalization which could not be duplicated during eval. The pump history shows one 'no prime' warning during normal basal delivery on (B)(6) 2008, which was successfully cleared. There were no further 'no prime' warnings during normal operation.

Event description:
It was reported that the pt was admitted to the hospital with elevated blood glucose levels and dka following 'no prime' warnings.